Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v li-ion battery (serial number: (B)(6)) not charging was not able to be confirmed. The 14v battery returned with corrosion on the contacts. This damage appeared to have been caused by a leak from the battery. The battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and was found to operate as intended during analysis. The battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and found to operate as intended during analysis. The battery was manipulated by hand within the battery clip and the battery remained secured in the clip without any issues or atypical alarms produced. The battery was inserted into a test universal battery charger and was accepted for charge. No active leak was identified during testing. The root cause of the reported event was unable to be conclusively determined though this analysis, but the corrosion to the contacts could prevent the battery from charging. Inspection data was reviewed for the 14 v battery (serial number: (B)(6)) was reviewed, revealing that the battery passed all inspection testing. The heartmate 3 patient handbook section 3 - "powering the system" states that if a 14 volt lithium-ion battery leaks, do not touch the leaking fluid. If the fluid touches skin or eyes, wash the affected area with plenty of water and seek medical advice. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their batteries ¿ for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that universal battery charger (ubc) was tested, and it had a bad battery pocket. The patient stated that batteries would not charge. There was a red light on the ubc.